Event description:
Mobi-c p&f us : revision due to migration / subsidence. According to the surgeon evaluation , the case is not device related , the patient fell severals times post initial surgery. No patient impact on post revison. During the revison , prothesis was explanted and replaced by acdf procedure. Device was not returned to manufacturer for revison.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not returned to the manufacturer. No visual examination could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the review of the case and the recurrence of this type of event for this implant, the cause for the event is a not device related. The root cause is not device related. Patient fell over 4 times after the primary surgery. The investigation found no evidence to indicate a device issue. Root cause : not device related / patient trauma post initial surgery.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
Mobi-c p and f us : revision due to migration / subsidence: patient fell multiples times after implantation of the device. Multiples falls may have contribute to implant migration /subsidence. Revision done to remove implant and replace by fusion. Patient is doing fine following revision.